Manufacturer narrative:
The device was received for evaluation. During functional testing, system error code 345-thermistor disparity was not reproduced. A review of event history log revealed multiple events of ec 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified . The cause was determined to be thermistor valves were out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.